Event description:
Event description guidant received information that this implantable pacemaker (ipm) was unable to be interrogated during the first interrogation following implant. No further information is available.